Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to attempt several troubleshooting steps, including checking the pump without a power source and using different charging supplies, all of which failed to resolve the issue. A red led was observed, and the pump was vibrating. Reportedly, customer reverted to manual injections for insulin therapy.